Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners. Unit received with broken belt clip slot. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 162 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.